Event description:
Event description boston scientific, crm received information that this pacemaker was reported to be not functioning by the patient and upon interrogation the output was found to be at 6.5 volts with intermittent capture. The impedance measurement was also >2500 ohms. A procedure was performed, however the ventricular setscrew could not turn. The device was explanted due to this stuck setscrew and a new pacemaker was then implanted. No adverse patient effects were reported.